Event description:
Follow up information received that the infection has resolved.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient had an explant. The right side dbs system was explanted. It was reported that there was inflammation, puss and skin erosion on the right side of the head where the right extension was located..